Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate the patient underwent surgical intervention, wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04330. It was reported that the patient was experiencing zapping at the midline. Diagnostic revealed high impedances on the left lead. X-rays were taken and confirmed that both leads had migrated. In turn, surgical intervention may be pending to address the issue.